Event description:
It was reported that using a femoral artery access approach during a procedure of the concentric, moderately calcified, moderately tortuous, mid right coronary artery (rca), after pre-dilatation the 3.5 x 18 mm xience stent was implanted in the lesion. The 4.50 x 12 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation at 12 atmosphere (atm) for 5 seconds and deflated, however, resistance was met and the bdc could not be retracted into the 6 fr guide catheter. Both devices were removed from the anatomy as a single unit. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: heartrail 6f al10. Evaluation summary: the device was returned for evaluation. The reported difficulty to remove could not be replicated due to the condition of the returned device. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.